Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock likely due to noise and oversensing. The noise was not reproduced with isometrics. X-ray was performed but is unknown if there were any anomalies seen. The securesense was turned on, and the patient will be monitored closely. The patient was stable.